Event description:
Customer reported a hospitalization due to diabetes-related issues while using insulin pump and supplies. The highest recorded blood glucose level during the incident was 800 mg/dl. Customer received IV and saline insulin treatment, which successfully resolved the issue without causing any injury or permanent damage. No issues were found with pump system, and it was functioning as intended. Customer was released from the hospital on (B)(6)2025.